Event description:
It was reported that the customer had a motor error while priming. Customer blood glucose at the time was 397 mg/dl. Troubleshooting was performed and the insulin pump will need to be replaced, because the rewind sequence was unable to be completed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.